Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged inaccurate fill estimate could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Additionally, it was reported that the fill estimate was inaccurate with multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.